Event description:
The manufacturer received information alleging an issue with the ventilator's power cord. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an open condition was found within the device's power cord. The device's power cord was replaced to address the issue. An issue related to the active exhalation control module was found during service. The active exhalation control module was replaced to address the issue.